Event description:
It was reported, nail holding bolt cold welded into targeting attachment component and could not be used during surgery. Bolt was detached after cleaning with much difficulty, but neither bold in the set will fit down through targeter now. The case was not adversely affected as we inserted the nail without the targeter and free handed the proximal hole.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.